Manufacturer narrative:
Per the user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. There was no impact to the customer¿s blood glucose. Reportedly, the customer used pump supplies beyond labeling. Tandem technical support educated customer regarding cartridge/insulin labeling. No additional information was provided.